Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the device is not returning; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that intraocular lens had haptic stuck to optic. There was no patient involvement. Additional information was received, and it was learnt that lens was implanted into patient¿s right eye, after which the surgeon noticed the lens had a dark, cloudy stain. Lens was cut and removed in the same procedure. Another lens with same model and same diopter was used as replacement lens for the patient. There was no incision enlargement, no sutures required. Patient was doing well after the surgery. No further information provided.